Manufacturer narrative:
A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: supply chain. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: during deployment, there was no string attached inside the ango-seal. The procedure was a neuro case. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The patient was stable, and no blood loss was reported. Hemostasis was achieved by manual compression.